Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay correction information. The following section has been updated : b5, g4, h2, h3, h6, h10. The product was not returned, however, a product analysis was performed on an another product of the same reference and batch retained at zimmer biomet facilities. This analysis show that the cement behavior was in compliance with the specifications. Also, the reported event is not confirmed. The pictures provide show the mixed cement. The review of the device manufacturing quality record indicates that (B)(4) products optipac refobacine plus bone cement-3, reference 4719502082-3, lot number 844aa09233 were manufactured on nov 26, 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaint has been recorded for optipac refobacin plus bone cement r-3, batch 844aa09233 within one year. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the bone cement was not completely hardened after 20 minutes. No adverse event was reported.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6) the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bone cement was not completely hardened after 20 minutes.